Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a lid problem was found before use with a bd¿ sharps coll chemo 19gal yellow. The following information was provided by the initial reporter, "some of the containers were shorter and wider and would not fit on the trolleys. Also, some of the lids would not snap on securely." 4 occurrences were reported.

Event description:
It was reported that a lid problem was found before use with a bd¿ sharps coll chemo 19gal yellow. The following information was provided by the initial reporter, "some of the containers were shorter and wider and would not fit on the trolleys. Also, some of the lids would not snap on securely." 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: it was reported the containers are shorter and wider and wont fit in the trolleys. Also the lids will not snap on securely. No sample or picture was provided for evaluation. A review of the device history record (DHR) and non-conforming material report (ncmr) was performed for the last twelve months there were no issues reported like ¿lid doesn¿t close tight¿ during the manufacturing process. It is possible the arm of a trolley isn¿t properly placed. This cannot be confirmed however without the sample or pictures of the issue. The root cause was unconfirmed but could be related to arm placement during drilling process of defective trolley. This was a known manufacturing issue and an update to the manufacturing process instruction has been completed to prevent the issue from reoccurring. The issue could also be related to a misassembled slider or lid damage. H3 other text : see h.10.